Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after sutures were placed into this patient's aortic annulus, the valve was sized for a 25mm bioprosthetic aortic valve. It was reported the valve was sized using both barrel and replica ends of the sizer. The annulus was felt to be between a 25mm and 23mm valve. The surgeon tried to insert the 25mm valve as he felt he had "sufficient room based on his observation", but it was reported that the valve could not be seated into the annulus. The surgeon reported that the valve was larger than what the sizer reflected. The valve was not implanted. No adverse patient effects occurred.